Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the controller battery failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2026, for blood glucose levels over 600 mg/dl. The patient was hospitalized for approximately four days and was discharged on (B)(6) 2026. She was diagnosed with ketoacidosis during the hospitalization and received an insulin drip as part of her treatment. Prior to hospitalization, the patient¿s husband reported that both the dexcom continuous glucose monitor (cgm) and the omnipod dash controller were ¿going dead,¿ noting that the controller was shutting off automatically and preventing delivery of boluses. It was further reported that the controller needed to remain connected to a charger to prevent it from shutting down, and that this issue began approximately two months prior to the medical event. There was no additional information provided regarding the potential cgm issue.